Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft was broken. The target lesion was located in the left anterior descending artery(lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, upon removal of the device from the lad, it was noted that the shaft was separated at the connection point to the hypotube. The detached part was noticed to be floating in the aorta and was successfully retrieved by snaring. There were no further patient complications and the patient's condition was fine.